Manufacturer narrative:
(B)(4) date sent: 4/9/2021 three photos received. During the visual analysis of three photos, the following was observed: the first and second photos show a reload fully fired from top view with body fluids on the cartridge deck. Also, a staple could be noted between the tissue. However, due to body fluids on staples proper/improper form of staples cannot be determined. The second photo shows a gray reload from aside and all drivers can be seen up. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? All answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the vats left lower lobectomy with ec45a+ ecr45w, the first firing with ecr45w was performed good cutting line and staple line, then the second ecr45w was transected the basal segment of the lung, after fired, the staples was malformed with irregular shapes and one staple hooked the vessel could not removed the instrument, resulting in traction and arterial was bleeding. Finally, the staples were removed with the assistance of other devices such as hemostatic forceps, head nurse claimed that jaw had fully cleaned during the reload. No additional could be provided.